Event description:
While drilling, drill bit end broke off in patient's right scapula approximately 1 inch in length. Surgeon attempted to retrieve but was unable to do so. He determined that it was not retrievable and it was left in. Surgery continued and was completed without further complication.